Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? Vats. This device is indicated for a maximum of eight firings. Please reference the instructions for use for additional information. The lot/batch # provided (1234 / 12331) was reviewed to verify the product code and found to be invalid. Do you have the correct lot or batch number for the device? I do not have the lot number as the details was all thrown away. You indicated on the complaint form that this is a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the surgeon was firing eight times without issues before the incident occurred. On the ninth firing, on the upper lobe, the jaw of the endocutter was not able to be released. Blade was already returned back to its position, but jaw was still unable to be released. Tried using gasper and force open method to open the jaw, but was not able to open. At the end of the day, we opened another endocutter to transect the tissue to release the endocutter clamped area form the lobect. There were no adverse consequences for the patient reported.